Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the last follow-up, it was not possible to interrogate the device using inductive telemetry. The penultimate follow-up was performed in (B)(6) 2016. The patient is followed-up by remote monitoring system. Preliminary analysis confirmed the reported event. Following (B)(4) recommendations, a recovery procedure will be performed on this device on (B)(4) 2017 to restore the inductive telemetry function.

Manufacturer narrative:
Recovery procedure was successfully performed on (B)(6) 2017 and restored the inductive telemetry function.

Event description:
Reportedly, during the last follow-up, it was not possible to interrogate the device using inductive telemetry. The penultimate follow-up was performed in (B)(6) 2016. The patient is followed-up by remote monitoring system. Preliminary analysis confirmed the reported event. Following (B)(4) recommendations, a recovery procedure will be performed on this device on (B)(6) 2017 to restore the inductive telemetry function.

Event description:
Reportedly, during the last follow-up, it was not possible to interrogate the device using inductive telemetry. The penultimate follow-up was performed in (B)(6) 2016. The patient is followed-up by remote monitoring system. Preliminary analysis confirmed the reported event. Following livanova's recommendations, a recovery procedure will be performed on this device on (B)(6) 2017 to restore the inductive telemetry function.